Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Pump history was download successfully. 02/20/2025 01:45:37.000 normalbolusdelivered (220). Systemtime = 02/20/2025 01:45:37.000. Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u). Bolusamountdelivered: 1500. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case (battery tube). Unit passed required testing. Cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump and manual injection. The customer experienced hypoglycemia. The customer reported a cracked case battery compartment. The customer reported the blood glucose value was 400-600 mg/dl. The event involved product(s) mmt-342, unomedical, mmt-1884, unk_sensor. Troubleshooting was performed for the cosmetic damage and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for high blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for unomedical. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.